Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The biomed indicated that the device's cuff and hose were checked, but the problem could not be resolved. The fse performed a calibration of the non-invasive blood pressure (nibp). This resolved the issue and the device returned to full functionality.based on the information available and the testing conducted, the cause of the reported problem was a calibration issue. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient monitor efficia cm120 indicating that the device's blood pressure measurement results are inconsistent. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.